Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The physician elected to change the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The physician elected to change the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was returned intact and not severed. The helix was retracted and a dried blood in helix housing was noted. The setscrew marks were in the correct location on the terminal pin. The lead passed the continuity test indicating conductors were intact. The lead also passed the hipot test, indicating no electrical shorts between conductors. Further, visual inspection revealed no abnormalities.